Event description:
The patient reported that for sometimes, her blood glucose has been elevated to 30 mmol/l (540 mg/dl). She stated that on once incident her blood glucose measured 21 mmol/l (378 mg/dl) when she woke up. She changed all of her accessories and her blood glucose continued to be elevated. She does not believe her infusion device is delivering insulin properly. She switched to her previous infusion device and her blood glucose returned to normal. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.